Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on with two audible beeps and a blank display. After several minutes, the pump gives a sweeping vibrate and audio alert with blank display. A review of the black box shows several call service alarms had occurred. During investigation, the pump software was reloaded with no change in the pump status; the pump still powers on with a blank display. Investigation revealed a processor component failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the distributor contacted animas and reported there was no power to the pump. The display screen was reportedly blank and there were no audible tones or vibration. The battery cap and the battery were reportedly replaced and the issue was not resolved. It was noted that the spring was attached to battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue.